Event description:
It was reported that the customer had a button error alarm and a frozen screen during a bolus. Troubleshooting was performed. It was stated that the customer denied pressing the button for over three minutes. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.